Event description:
Note: the exact procedure date is unknown. It was reported that the procedure was performed in 2009. It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was replaced during a percutaneous endoscopic gastrostomy procedure. According to the complainant, approximately five months after placement, during replacement of the securi-t percutaneous replacement gastrostomy tube, the internal bolster detached from the device and the fell into the stomach of the patient. The internal bolster was not retrieved because straight grasping forceps were not available. The physician was concerned with not being able to retrieve the bolster, but expected that it would pass naturally. The procedure was completed with a different device (brand/manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
Note: the exact procedure date is unknown. It was reported that the procedure was performed (B)(6) 2009. It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was replaced during a percutaneous endoscopic gastrostomy procedure. The age, gender and weight of the patient are unknown. According to the complainant, approximately five months afer placement, during replacement of the securi-t percutaneous replacement gastrostomy tube, the internal bolster detached from the device and the fell into the stomach of the patient. The internal bolster was not retrieved because straight grasping forceps were not available. The physician was concerned with not being able to retrieve the bolster, but expected that it would pass naturally. The procedure was completed with a different device (brand/manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual evaluation found that the internal bolster had detached from the feeding tube and was not returned for evaluation. Jagged flash from the bolster was still found on the distal end of the feeding tube. A mold line was found on the tube 4 millimeters from the distal end indicating that the bolster had been properly attached to the tube. The condition of the returned unit was consistent with the complaint incident that the internal bolster was detached. It is most likely that excess force was applied to the device, causing the bolster to detach. The feeding cap flange was also found to be torn off most likely due to repeated use. Therefore the most probable root cause for this issue is operational context. (B)(4)